Manufacturer narrative:
Product labeling instructs customers to wear personal protective equipment including safety glasses to prevent accidental contamination.

Event description:
Customer reports that while the upper door of the instrument was opened during a cartridge change and subsequent initialization, the co-oximeter tubing attached to the manifold disengaged and the contents splashed into the operator's eye. The operator received a (B)(6) shot and there are no known adverse effects from the event.